Manufacturer narrative:
Testing and investigation found a charred hole in the outer insulation of the ac power cord near the ac power cord receptacle. This was due to the green and white wires of the ac power cord were broken from excessive wear on the outer insulation, and intermittently made contact.

Event description:
The customer contact reported sparks and charring of the ac power cord. The customer contact stated that after patient use, the nurse unplugged the ac power cord from the ac outlet and sparks were noted near the plug end of the power cord. A small hole was noted in outer insulation, exposing charred wires. There were no reported adverse effects to staff. No medical interventions were required. Though requested, no additional information was provided.